Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated the known contributing factors to the suspected catheter issue was ¿patient no longer needs pump¿.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (7 mcg/ml at 17.86 mcg/day) and morphine (250 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain cervical/neck. On (B)(6) 2017 the pump off passcode was being requested. The hcp believed there was an issue with the catheter, but no diagnostic tests had been done to check it. The reason they thought there was an issue with the catheter was because once the patient had the pump implanted their pain had gone away. They had been decreasing the dosing significantly and the patient did not have any withdrawal symptoms. The event date was unknown. The patient had no symptoms at the time of report. They were planning to permanently stop the pump on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.